Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the cause of the right ventricular (rv) lead integrity alert (lia) and reason for replacement was due to oversensing and a suspected lead fracture. High impedance and short v-v intervals had been observed on the lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2010; 419588 implantable pacing lead (B)(6) 2010; 407652 im plantable pacing lead (B)(6) 2010. (B)(4).